Event description:
It was reported they began use of the reservoir in 04/2003. The reservoir was discharged once or twice daily. In 2003, it was noted the reservoir had expanded and an air leakage was found at the heat seal plastic tape was used to cover the opening. The reservoir was replaced in 05/2003. There were no adverse pt consequence reported.